Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console displayed problems with the intraocular pressure that was flatten and it was increased to high value. The console also exhibited issue with fluidics module. The patient experienced anterior chamber instability. The fluidics module was changed out in the console and did not resolve the issue with anterior chamber instability. The surgery was completed by using the alternative console. The current condition of patient condition was unknown. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).